Event description:
It was reported that a caregiver called stating the continuous glucose monitor displayed a high reading while a contemporaneous fingerstick measured 58 mg/dl, with no symptoms reported; the dexcom g7 sensor was replaced and fast-acting carbohydrates were given. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included customer troubleshooting and sensor replacement. Investigation of this case revealed no device findings were available and no device component malfunction was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.